Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient's impedances were extremely low and their battery depleted within one month. The healthcare provider replaced the device and the issue was resolved at this time. The patient's impedances before explantwere the following: c<(>&<)>8 419 c<(>&<)>9 462 c<(>&<)>10 431 c<(>&<)>11 422 8<(>&<)>9 181 8<(>&<)>10 109 8<(>&<)>11 107 9<(>&<)>10 196 9<(>&<)>11 172 10<(>&<)>11 123 no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the low impedances were not determined. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: 2014 (B)(6), product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found that it was at normal end of battery life and output was okay. If information is provided in the future, a supplemental report will be issued.